Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck and spinal pain. It was reported that the patient¿s implant was dead, poor communication. The patient had last stimulation and successfully charge device was the couple months ago, maybe may. Patient¿s husband was getting the flooring redone and they packed away the recharger. Patient reported last charging session was more than one to three months ago, patient was redirect to health care provider (hcp) to address possible overdischarge (od) and had device checked for od. It was noted that recharger was not taking a charge from the wall. Patient said it had a blank screen and it had been plugged in for at least 24 hours. It was confirmed that the green desktop charger (dtc) light was illuminated. It was noted the recharger wouldn¿t take charge and connector pins bent. There was not an out of box failure reported. No further complication was reported.